Event description:
It was reported that starting on the sunday prior to the date of this report, the patient had no stimulation. The patient was not receiving any therapeutic effect, which was causing the patient to be in pain. The therapy was noted to have been implanted to treat the patient¿s legs. There was no known accident or incident related to the patient¿s issue. The symptoms had had a sudden onset. The patient¿s group a, program 1 was set at 4.50 volts and the stimulation was off. After turning the stimulation on and increasing the stimulation to 4.80 volts the patient continued to be unable to feel any stimulation. The patient did not have any other programs or groups. The ins had a battery charge level of 50 percent and the pp had a battery charge level of 25 percent. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. (B)(4).